Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. Analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 11:49:17 through (B)(6) 2021 at 10:15:56 and (B)(6) 2021 at 3:14:03 through (B)(6) 2021 at 8:06:57. Low flow events were captured throughout the log file from (B)(6) 2021 at 13:46:32 through (B)(6) 2021 at 3:20:34. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU rev. C, is currently available. This IFU lists stroke as an adverse event that may be associated with the use of heartmate 3 lvas. In addition, this document outlines the recommended anticoagulation regimen and inr range. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook, rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07sep2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with the lvad on (B)(6) 2021 and had presented with right drift and generalized weakness. Head CT done(B)(6) 2021 showed a cerebrovascular accident noted for right subacute cerebellum embolic with old left posterior cerebral artery. Patient had small tamponade immediate post operation and heparin was held for a brief period. Heparin later started with heparin goal 40-50 seconds for partial thromboplastin time. Acetylsalicylic acid (aspirin) started on day 0. Log files were submitted which notes a few low flow estimates and sustained low flow hazard events when the calculated pi was elevated between (B)(6) 2021 to (B)(6) 2021.